Event description:
Eight blood leaks occurred after start of hemodialysis treatment. All leaks were observed with leak detector and visually. The total blood loss volume was 200 ml. Each. Two dialyzers were at the initial use, others were at the 1st through 3rd reuse. All pts were well and no medical treatments were given.